Event description:
It was reported that the customer was having trouble with his transmitter and sensor. At the time of reporting, his blood glucose was 122mg/dl. He reported that there was no damage to his transmitter. The transmitter was returned and replaced. No additional information was reported.

Manufacturer narrative:
Findings: unable to charge due to damaged pins 5-7. Unable to perform the functionality test due to charge anomaly. Unit received with contamination on all pins. (B)(4).